Manufacturer narrative:
Block b3: exact date unknown, event occurred prior to the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7092626. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 524907. Product family: scs-non-surg acc. Upn: m365sc41080. Model: sc-4108. Batch: 26850576.

Event description:
It was reported that the patient had an infection at the midline incision site with signs of redness. It was stated that the patients lead had migrated and the lead site was not healing properly. The patient underwent an explant procedure and was doing well postoperatively. The patient was placed on antibiotics and the explanted devices will not be returned.